Event description:
Patient's wife called tech support to report the machine was giving m10 balloon valve leak alarm. She reset up and got another alarm. Noticed fluid leaking out from the bottom of the door. Could tell where fluid was coming from, pump module did not have fluid on it. There is no sample for an evaluation.

Manufacturer narrative:
Device history lot review: the lot is unk. Sample analysis: no sample was received. Conclusion: no further investigation required per complaint investigation procedures. Event data will be trended per quality data analysis procedure. A review was performed to investigate the lots delivered to the pt. No other complaints were received on these lots; 11cr08005, 11cr08151.